Event description:
A malfunction alarm 30 was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the caller in correctly loading a new cartridge, allowing the customer to successfully resume insulin therapy.